Event description:
Procedure: lap gastric bypass. The surgeon fired the instrument, it fired but when he tried to open the instrument, the black return knobs would not pull back. They were stuck in the fired position and would not retract back to the starting position. The surgeon then had to remove the sulu from the instrument and manually try to retract the knife blade so that the jaw of the sulu would open. One of the port site incisions needed to be extended to get access to the distal tip of the staple cartridge. The knife blade was eventually pulled back manually using other surgical instruments. Which took about 45 minutes. Once opened, the staple line looked well approximated.